Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-jul-2022. The device evaluation was completed on 05-aug-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The resistance issue described by the customer could be related to this issue, the dislodged valve could have generated resistance against the dilator while it was being advanced through the sheath. The dilator was inserted once the dislodged valve was removed but no resistance was noticed, therefore, the dislodged valve could be related to the resistance issue described by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that there was resistance when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The dilator was not smoothly inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The dilator was able to be inserted only part of the way. The dilator was correctly inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and not at an angle. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure was completed. No patient consequence was reported. Additional information was received. There was no physical damage on the sheath/dilator due to the resistance. The sheath was not narrowed, partially blocked or completely blocked. The dilator was not able to be moved through the sheath. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-aug-2022 observed the hemostatic valve dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 05-aug-2022.